Event description:
Customer reports on 07/27/1998 at 0730am, the surgeon was performing an excision biopsy of a groin mass. When the needle was returned to the scrub nurse, the tip of the needle was missing. The surgeon found the tip of the needle in the patient's wound. No injury is reported.